Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was observed to be in back up vvi mode via a merlin transmission. The patient was asymptomatic. A device download was successfully performed.